Event description:
Gloves are tearing/ripping when staff is using them. Gloves info.: premier pro plus, nitrile exam gloves, lot#s: ceh 05-07; ceh 09-16; ceg 05-38. Gloves seem to be ripping and tearing with the slightest usage. Staff is trying several from the same box. Have been instructed to collect the boxes of gloves.